Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that during a autogenic stem cell transplant, a spectrum pump delivered at a lower volume than programmed (under infusion). The bag required 9ml of added volume when the bag volume was documented at 72ml (delivery rate unknown). There was no patient injury or medical interventions reported as a result of this under infusion event. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.